Event description:
It was reported that the patient presented severe arteriosclerosis in the distal sfa, the popliteal artery and the below knee vessel. The physician performed polarcath angioplasty; however, there was high grade tight calcified residual stenosis in the mid popliteal artery. Therefore, the physician decided to deploy a vascular stent. The stent was deployed such that the middle portion of the stent was covering the calcification. The physician post-dilated the stent with a pta balloon catheter; angiogram was performed and it showed the stent was widely patent; however, there was some evidence of stenosis/dissection down stream. Therefore, the physician advanced a 5x100mm polarcath again and performed another inflation; subsequent angiograms did not show good flow and there was evidence of extravasation at the level of the stent. The physician tried to get to the area but was unable as the extravasation was getting to be fairly significant; the physician elected to convert to an open procedure and perform bypass. Reportedly, the area of extravasation was dissected and exploration revealed that the distal portion of the stent had actually ruptured the distal popliteal artery and the prongs of the distal portion of the stent were free floating outside of the artery. The physician explanted the stent and concluded the bypass surgery.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. This event is still under investigation.